Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a blank display. The customer declined to troubleshoot for the high blood glucose. The customer reported that they had high blood glucose levels of 18.5 mmol/l. The customer treated high blood glucose with manual injection. Troubleshooting was performed. The customer changed the battery but the insulin pump still showed blank display. The customer was advised to replace out the insulin pump and return it back for analysis. The insulin pump is expected to return for analysis.